Manufacturer narrative:
The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during a surgery when the surgeon implanted the back stop number one and two and started for tension the fiber wire, the back stop pulled out. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 06-jul-2022: another cinch was used and they fixed the minscuses successfully.